Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, oedema, redness, warmth, nodule, blue/red spots, infection, allergic to product, water retention below eye, eyes changed colors and eyes could not be seen since they were too swollen are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with 10 vials of juvéderm vycross in the cheeks, chin, tear troughs and jaws/face over 2 sessions about a month apart. About a month later, the patient developed nodule on the cheek, swelling/odema in the entire face as well as blue and red spots on the face. Patient noted they had developed an infection which they were treated with antibiotics, cortisone and allergy pills. Patient was also treated with prednisone. The healthcare professional indicated that the patient was likely allergic to the product. Two weeks later, the patient was reviewed by the healthcare professional and the swelling had come back after improvement with prednisone. Patient also had redness and oedema of the entire face that was the worst under the eyes as well as being warm. Patient had "water retention below the eyes and [their] eyes changed colors and could not be seen since they were too swollen." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-00814 ((B)(4)). This is the first MDR submitted for the first suspected product, the second injection with unspecified juvéderm of the vycross family.

Event description:
Additional information: symptoms have resolved.